Event description:
A pump declared an altitude alarm, and the issue did not have an adverse impact on the customer's blood glucose level. The customer¿s insulin was suspended due to the altitude alarm condition, and despite efforts to clean the pump's speaker holes and reconnect the cartridge, insulin could not be resumed. Technical support instructed further troubleshooting steps, and no new cartridge was loaded at that time, with follow-up scheduled to continue addressing the issue.